Event description:
During preparation for an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath clear was selected for use. While flushing the sheath and dilator, it was observed that the dilator was crooked and the tip was broken, as if a piece were missing. Unfortunately, there are no photos available. The device was replaced, and the procedure was completed successfully without patient complications. The device has been returned for analysis.

Manufacturer narrative:
Faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with analysis. The dilator tip was found to be damaged. An attempt to evaluate the functionality of the sheath was unsuccessful as the steering knob could not be rotated. Inspection of the dilator tip confirmed the damage on the dilator tip. Dissection of the sheath handle identified the friction gasket to be the cause of the inability to engage deflection, as the gasket was found to be adhered to the shaft of the sheath and the distal surface of the screw component. The returned dilator was able to be inserted into the sheath. The valve cap and valve hub were removed to inspect the proximal end of the shaft under the microscope. Excess adhesive was found around the rim of the shaft access point, suggesting that it could have obstructed dilator insertion and caused the damage seen at the dilator tip. The proximal shaft inner diameter and dilator outer diameter conformed within the design specifications.

Event description:
During preparation for an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath clear was selected for use. While flushing the sheath and dilator, it was observed that the dilator was crooked and the tip was broken, as if a piece were missing. Unfortunately, there are no photos available. The device was replaced, and the procedure was completed successfully without patient complications. The device has been returned for analysis.

Manufacturer narrative:
Faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with analysis. The dilator tip was found to be damaged. An attempt to evaluate the functionality of the sheath was unsuccessful as the steering knob could not be rotated. Inspection of the dilator tip confirmed the damage on the dilator tip. Dissection of the sheath handle identified the friction gasket to be the cause of the inability to engage deflection, as the gasket was found to be adhered to the shaft of the sheath and the distal surface of the screw component. The reported complaint was confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath clear was selected for use. While flushing the sheath and dilator, it was observed that the dilator was crooked and the tip was broken, as if a piece were missing. Unfortunately, there are no photos available. The device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.